Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A strip of delaminated jacket liner was noted to be exiting the sheath distal tip. The sheath was dissected and a section of the jacket liner from the interior of the sheath was found delaminated, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn jacket liner remains unknown.

Event description:
This report is to advise of delamination that was noted during analysis.